Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump audio bolus button was missing, there was moisture in the battery compartment and the pump would not power on. This occurred after the pump was exposed to water in a swimming pool. The reporter stated the keypad was intact. The patient was taken off the pump for five hours while allowing the pump to dry. The patient's subsequent blood glucose levels were ''greater than 600 mg/dl'' and he experienced the symptoms of small levels of ketones and increased urination. The patient's mother corrected his blood glucose level with doses of insulin via a syringe injection. His blood glucose level dropped to 268 mg/dl. The patient did not seek any medical attention. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the missing button and power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be missing and corrosion was found on the bolus button contact. Evaluation revealed that the pump failed the leak test due to the audio bolus button missing and the battery compartment was found to be cracked. The 29 hour flow accuracy test was unable to be completed due to moisture found inside the pump. Use error contributed to the reported event as the patient continued to use a damaged pump while using insulin pump therapy. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.